Manufacturer narrative:
Investigation summary: with all the information available, boston scientific was unable to confirm the reported pump inflation issue. The pump performed within specification. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inflation issues. The patient added that it was difficult to squeeze and inflate the pump. During this surgery, when the pump was exposed, it started to work again.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inflation issues. The patient added that it was difficult to squeeze and inflate the pump. During this surgery, when the pump was exposed, it started to work again.